Event description:
It was reported that during the implant procedure the physician had difficulty removing the stylet from the lead. After removing the stylet, the physician could not get the stylet to go back into the lead. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.